Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Unit was returned for back to stock with no allegations. Upon triage on (B)(6) 2018 the unit was checked for proper operation. The unit was plugged into the outlet and it was discovered that the unit had no power. Further investigation on the unit revealed that the capacitor c147 was burned. The unit had thermal issue.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿burnt component.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.